Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgery, the tip of the harmonic ace instrument broke as the nurse attempted to clean a blood scab from it. A fragment fell into the patient and was retrieved during the same procedure. It was confirmed that no foreign objects were left in the patient's body. The instrument had been inspected prior to use and was operated correctly. The broken part and the instrument were returned for testing. No related complications occurred. Feedback indicated that there was no collision between the harmonic ace and other instruments, and the surgeon was knowledgeable about the working principle and precautions associated with using the harmonic ace instrument.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the harmonic ace instrument involved with this complaint has been received and tested by failure analysis. The instrument was found to have a broken blade. The blade broke at approximately 0.120 inches from the base. The broken piece was not returned. The size of the missing piece was approximately 0.4780 inches by 0.0410 inches. The components adjacent to the broken blade do not show any damage.

Event description:
Refer to h11 for follow-up information.